Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device number, and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: how were the needle parts retrieved? Was any additional surgical intervention /re-opening done on patient to remove the needle pieces? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain. Patient current condition?

Event description:
It was reported that a patient underwent an unknown procedure in 2019 and suture was used. The needle broke intra-op and fell into situs. This led to 60 minutes delay in surgery time. The needle parts were retrieved. There were no adverse patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Sent to the FDA: 11/5/2019. Evaluation: a sealed box, an opened box with thirty-six unopened samples and three unopened samples of product code v347, lot # pgbbrwq0 were received for evaluation. As total of seventy-five samples. During the visual inspection of the thirteen unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. No needle breakage was observed. The sutures were dispensed without problems and examined along of the strand and no defects were observed. Also, the samples were tested by resistance test to needle and met the requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the sample received, no performance breakage needle were found, and the reported complaint could not be observed.